Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual with the patient or procedure which may have led to the failure, and an endoscopy had been performed prior to the bravo procedure. A repeat bravo procedure was performed. The delivery system and capsule will be returned for investigation.